Event description:
In 2009, patient reported her infusion device would not go back to run mode from stop. She stated she was not certain if she saw any errors or alarms; thought maybe e4 (occlusion) when pressing all the buttons to try an get it to start again. Inquired when she last changed the battery. Patient reported could not remove the battery cover; thought her husband might have tightened it too much. Offered to set up back-up infusion device with her. Had her run a blood glucose test; stated her result was hi. Patient reported she knew her blood glucose was elevated since her infusion device was not working. Patient stated she successfully bolused 5 units of insulin using her back-up infusion device and will test again later. The patient did not require medical assistance from a healthcare professional or second party to address the issue. On follow up call in 2009, patient reported her husband was able to remove the battery cover and change the battery on her primary infusion device and she changed back to it from her back-up infusion device. She stated her blood glucose has returned to normal. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.